Event description:
Three glass suction bottles were used for draining a paracentesis. The bottles lost their suction power and collected less than 500ml per bottle. The lot numbers for all 3 bottles were the same g057216 with an expiration date. The bottles hold up to 2000 ml of fluid. A second lot number was also involved g060194.